Event description:
Procedure notes from the explant procedure have been received by medtronic ave. The pt was 64 years old at the time of the procedure. The pt was prepped and draped in the usual sterile fashion. Bilateal groin incision were made and the common femoral arteries were dissected. Plaque was noted in the femoral arteries. The appropriate needles, guidewires, and catheters were utilized. The bifurcated device was inserted into the right femoral artery and placed above the renal arteries. The pt had a severely angulated aneurysm neck, which made placement of the stent graft difficult. The stent graft was deployed without difficulty.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The aortic neck was angulated. It was reported that the stent graft, although it appeared to be fully expanded, would not form a proximal seal or conform to the aortic neck. No deployment difficulties were reported. The pt was converted to open surgical repair of the aneurysm. No additional information is available at this time.